Manufacturer narrative:
The manufacturer's investigation was limited to review of the device history record and limited clinical information from the complaint reporter. The device history record investigation determined that hte product was produced according to established specifications. Based on the investigation and the available information from the reporter, the root cause cannot be determined. The product risk analysis was reviewed and found that the identified hazards are currently captured in the assessment. No adverse trends have been detected.

Manufacturer narrative:
Additional information has been requested from the initial reporter. The remainder of the investigation is on-going. Results will be reported in a follow-up report.

Event description:
A 10-year-old patient that received osteochondral autograft transfer (oats) to capitellum 3 months ago. Bonesync was implanted into the harvest site defect. No reported issues with patient's elbow, however patient's knee has been swollen for the 3 months post procedure. On (B)(6) 2024 the patient presented to the emergency department with fever, increasing swelling, pain and could not bend her knee. Patient's knee was aspirated and washed out. Cell count was low. She had a chronic synovitis and the harvest site location had remaining device.